Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer currently is hospitalized. The caller stated that the nurse who services him took off the insulin pump and he does not know why. The caller stated that he could not find the manual for his insulin pump, and he requested a user guide. No further information was provided.